Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 130 units of insulin. Reportedly, the customer reverted to manual injections for alternate insulin therapy. The customer¿s blood glucose level was 529 mg/dl which was addressed with a bolus via pump.